Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.

Event description:
A report was received on 03 may 2024 from a health care professional, stating dialysate bags leaked and splashed into the eyes of the nurse while initiating renal replacement therapy on (B)(6) 2024. There was no report of medical intervention. Although requested, additional information regarding the event has not been provided.